Manufacturer narrative:
Permobil received report of the bracket which secures the recline actuator to the seating system having detached which allowed the backrest to lose support and subsequently fall horizontal. Reports indicate the mounting hardware which secures the mounting bracket to the seating having broken and/or was missing at time of evaluation. Service provider reports the family was not forthcoming as to the circumstances leading up to the event. Inspection of the component shown 2 of the 3 bolts used to secure the mounting bracket to the seating were unable to be located. The remaining bolt showing signs of having broken where it threads into the bracket. It is being determined that the failure of the remaining bolt was caused by material fatigue after excessive force being applied after the loss of the other hardware. It remains unclear as to the whereabouts of the missing hardware and if the hardware had physically failed or had loosened, over time, and fell out prior to the event. Replacement components were provided to the service provider, installed, and device was returned to the end-user with no further issues being noted. No testing could be conducted to determine probable root cause as components were unable to be returned. The DHR was reviewed and device met specification prior to distribution.

Event description:
End-user's father reported to service provider that a failure of some sort had occured which caused the backrest of the device to lose support and fall backwards. It was reported when this occurred, the end-user had fallen backwards and in doing so, lost positioning in the seating and fell to the floor. End-user was taken to a local hospital for evaluation to where it was determined no injuries were sustained.